Event description:
The customer reported obtaining intermittent non-reproducible free thyroxine (access free t4) and vitamin b12 (access vitamin b12) quality control (qc) results and failing access free t4 and access vitamin b12 calibrations involving the laboratory's access 2 immunoassay system (serial number (B)(4)) over the last month. The customer stated that at the time of the failures they would re-analyze the assay qc or perform a new calibration and would obtain mixed results. The customer noted that some of the qc and calibrations would pass within assay expectations and some would fail to meet specifications. There was no report of patient injury or change in patient treatment associated with this report. This report will address the non-reproducible access free t4 qc results obtained on (B)(6), 2015. MDR 2122870-2015-00320 will address the non-reproducible access free t4 qc results that occurred on (B)(6), 2015. MDR 2122870-2015-00322 will address a non-reproducible access free t4 patient result along with non-reproducible access free t4 qc results that occurred on (B)(6), 2015 and MDR 2122870-2015-00323 will address the failed access free t4 calibration and non-reproducible access free t4 qc results which occurred on (B)(6), 2015. The customer did not supply any data that demonstrated the non-reproducible access vitamin b12 qc or calibrations. System checks were performing within specifications at the time of the event. A precision test using level three (3) access free t4 qc material performed on (B)(6), 2015 failed to meet assay precision specifications. The customer stated that they had not received any error messages posted to the instrument's event log in conjunction with this report. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the customer's instrument. The fse discovered that the instrument's ultrasonics was performing erratically. This would cause incomplete suspension of particles resulting in lower relative light units (rlus). These lower rlus would generate elevated results in competitive assays such as the access free t4 assay. The fse replaced both the ultrasonic transducer and the associated ultrasonic pcb (printed circuit board). All necessary alignments and adjustments were performed after the repairs were completed. The fse also performed verification testing which passed within published performance specifications. In conclusion, the erratically performing ultrasonics is the cause of the non-reproducible access free t4 qc results obtained by the customer. Bec internal identifier for this event is (B)(6)). All MDR's involved in this event: MDR 2122870-2015-00320, MDR 2122870-2015-00321, MDR 2122870-2015-00322, and MDR 2122870-2015-00323.